Event description:
Blade shedding during use. Replaced with another blade from same lot, no shedding. Additional information confirmed most but not all metal shavings were flushed from the joint. Blade shedd immediately. Soft tissue and bursa was resected.

Manufacturer narrative:
Same lot unused product, contained in original packaging were returned for evaluation. Shed testing per (B)(4) conducted on 8 blades. Shed test results acceptable. Prior to testing, minor rotational resistance observed when rotating blades by hand, and slight scratches noticeable under 10x magnification, on outer tip ID surface.(B)(4)